Manufacturer narrative:
Product investigation summary: the complaint condition for the 2.4mm/2.7mm variable angle lcp bending pliers (part 03.211.005 / lot t961098) was likely caused by five (5) years of consistent use; however, this complaint is not likely a result of any design related deficiency. The 2.4mm/2.7mm variable angle lcp bending pliers are an instrument routinely used in the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system. The device was returned and reported to have been found broken during sterile processing. This condition is confirmed. The ¿+¿ shaped portion of the distal tip of the device has sheared off. It is likely that five years of consistent use and possible rough handling during surgery has led to this complaint condition. The device was manufactured in april, 2011 and is five years old. The balance of the returned device is in fair condition with some markings and signs of wear along the length of the pliers. The relevant drawing number was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device agrees with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. No non-conformance reports were generated during the production of this device. Corrected data: initial reporter info. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reporter indicated that the broken tooth was not found. It reportedly broke into two (2) pieces.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Event date: unknown when device broke. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing date: apr 29th, 2011. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function at the final inspection on 29-apr-2011. The raw material which was delivered as lot #83508 for the jaws (B)(4) is corresponding to the specifications 1.4112., no ncrs was generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing the teeth of a 2.4/2.7mm va-lcp bending plier was noticed broken at the ¿teeth¿ of the device. It was confirmed that there was no patient involvement. This complaint involves one device. This report is 1 of 1 for (B)(4).